Event description:
During a follow-up call regarding a separate event, it was reported that a patient on peritoneal dialysis (pd) therapy was diagnosed with peritonitis and being treated with antibiotics. Upon follow up the pdrn reported the patient had experienced intermittent abdominal pain. As a result the patient had a pd culture obtained in the pd clinic on (B)(6)2022 which grew the bacteria streptococcus salivaris. Per the pdrn, the patient was treated with the antibiotic ancef 1 gram daily intra-peritoneal (ip) for 3 weeks. It was reported that hospitalization was not required as a result of the event. The patient is recovering from the event of peritonitis and continues pd therapy treatment with the same liberty select cycler without further issue.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and a lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three months that immediately preceded the event occurrence date. This review included the lot numbers for all fresenius cycler cassettes shipped to this account during this time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed the results of in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the event. A user guide review was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. The reported incident could be attributed to user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed. Clinical review: a temporal relationship exists between pd therapy with the liberty cycler set and the patient¿s peritonitis event. There is no allegation or objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture yielded growth of the organism streptococcus salivaris which is found in the human oropharynx and are associated oral transmission of the bacteria. Based on the reported information the patient¿s peritonitis can be reasonably attributed to a breach in aseptic technique during pd exchange, as reported by the patient¿s nurse.